Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was currently unable to boot into the application. Upon troubleshooting fse found that restored power to the system and activated the host by pressing the power button located on front of the host computer. To resolve the issue, fse replaced host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.